Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Tandem technical support advised the caller on several corrective actions, including disconnecting tubing from the site, adjusting connections, and administering bolus doses to address the recurring occlusion alarms. Following these steps, the customer deliver a successful bolus. The customer was advised to replace supplies as needed and continue with the insulin regimen.